Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and a barbed suture was used. Post-op, the patient came back for reoperation on (B)(6) 2022 with wound dehiscence at the suture line. It was located at the facial layer where his resident had originally used the barbed suture to close. The patient described that she was sitting in a chair at home, tried to stand up and heard a pop. The surgeon removed suture and re-closed using interrupted technique. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? Date of reoperation? Onset date/time of dehiscence? (# post op days) were there any precipitating stress factors? Please describe any medical/surgical intervention required for this suture event including dates and results. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any precipitating stress factors that caused the wound dehiscence? Can you describe the appearance of the stratafix suture during second procedure, if applicable? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3, b7 additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure- female- 60s- weight and bmi unknown date of index surgical procedure? Date of reoperation? Reoperation was approx. 3-days post op onset date/time of dehiscence? (# post op days) 3 days were there any precipitating stress factors? Patient was in physical therapy at the time- sat in chair and upon attempting to get up, said she felt a "pop" please describe any medical/surgical intervention required for this suture event including dates and results. Patient returned for reoperation on 5/1. The diagnosis and indication for the index surgical procedure? Unknown what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open what was the tissue condition (normal, thin, calcified, fragile, diseased)? Tissue was described as thin was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? The resident explained that proper seating of the tab was most likely not done in initial procedure; a new resident had closed the incision on this patient. Were two reverse stitches performed across the incision prior to closure? Unknown did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?- during reoperation it was determined the capsule had opened-up. No other observations given. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Yes- however location of break not noted. Were there any precipitating stress factors that caused the wound dehiscence? Described above. Can you describe the appearance of the stratafix suture during second procedure, if applicable? Unknown what symptoms did the patient experience following the index surgical procedure? Onset date? Unknown other relevant patient history/concomitant medications? Unknown what is the physician¿s opinion as to the etiology of or contributing factors to this event? Opinion from the team noted above. The belief is that the new resident was unclear on how to properly use the symmetric suture. The team continues to use stratafix symmetric on their patients. What is the patient's current status? Doing well lot number? Unknown.